Manufacturer narrative:
The device was manufactured from june 21, 2019 - june 25, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. It was observed that the device did not deliver all the medication to the patient. The device was filled with flucloxacillin 8000 mg in 230ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.